Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in three pieces. Burn marks were also observed on the fiber connector. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the laser beam can become misaligned and may overheat the connector. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face. Being that the connector overheated it led to the fiber body break that was observed.

Event description:
It was reported that during the ureteroscopy procedure, a small bang happened, but the procedure continued. After 10 minutes, the laser started to smoke and had a burning smell. The fiber was removed, and it was noticed that everything was charred. A black spot was also seen on the glass. There were no patient complications. Analysis of the returned fiber identified that the fiber was broken in three pieces.

Manufacturer narrative:
Correction to field b5: describe event or problem. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in three pieces. Burn marks were also observed on the fiber connector. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the laser beam can become misaligned and may overheat the connector. Upon further investigation, it was determined that this event is a duplicate of (B)(4). All additional information and reports have been transferred to that complaint, and reporting will be handled under (B)(4). As a result, the manufacturer has determined this event no longer meets complaint criteria and should not be reported under the current report (B)(4).

Event description:
It was reported that during the ureteroscopy procedure, a small bang happened, but the procedure continued. After 10 minutes, the laser started to smoke and had a burning smell. The fiber was removed, and it was noticed that everything was charred. A black spot was also seen on the glass. There were no patient complications. Analysis of the returned fiber identified that the fiber was broken in three pieces. Upon further review, it was determined that this event is a duplicate of (B)(4). As a result, all additional information was transferred to that record, and reporting will be handled under that tw. The manufacturer has reviewed all available information and concluded that this event no longer meets complaint criteria.